Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ICD implanted: (B)(6) 2014 (B)(4) lead implanted: (B)(6) 2006. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited a fractured pace/sense and superior vena cava (svc) coil shortly after implant. The pace/sense was replaced, but the lead remained in use with detections being turned off. Recently, the lead triggered an alert for out of range high impedance on the rv defib coil. The lead was explanted and replaced. It was further reported that the left ventricular (lv) lead exhibited out of range impedances, though this was thought to be related to the high rv defib impedances. During the lead revision, the lv lead was found to be non-functional. It was suspected to have dislodged, and was capped and not replaced. Following the procedure, the device was noted to have dropped from a longevity of 6.7 years to 2.2 years, though this was later determined to be related to the lead replacement. Once the patient returned for the post-device check, the longevity was found to have returned to normal. The device remains in use. No patient complications have been reported as a result of this event.